Event description:
Reporter indicated a vns patient had died of unknown causes. Attempts to gather further information from the reporter regarding the death and the disposition of the vns device have been unsuccessful.